Event description:
It was reported that the patient, who has a history of infections, experienced an infection at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure due to the wound infection. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3 event date: date approximate. Exact event date unknown.